Manufacturer narrative:
The biomed engineer (bme) further evaluated the device and determined the issue was caused by a disconnected cable from the switch pcba. The switch pcba was confirmed to be fully functional. The bme reconnected the cable to restore functionality. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer biomed reporting the enter or accept key on the v60 ventilator was not functional. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the v60 enter/check mark key on user interface was not functional. The rse advised the bme a possible defective switch pcba was the cause and recommended replacement. The rse provided the bme with part details for customer order. The investigation is ongoing.